Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that part of the reservoir compartment was cracked and fell apart. The other part was still on the insulin pump. One part was locked and the other part was not locked. The customer's blood glucose was 117 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window and a broken reservoir tube lip.